Event description:
Information was received indicating that the cadd solis vip pump failed accuracy by -9.25 percent. There was no patient involved.

Manufacturer narrative:
One cadd solis vip pump was returned for analysis. Accuracy testing was performed. The reported problem regarding failed accuracy was unable to be confirmed. Delivery accuracy testing found the pump's average delivery error to be within the published specification of plus or minus 6 percent. The pump's expulsor will be trimmed as a preventive measure in order to bring the delivery into more nominal of a range.